Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. Unable to perfom the occlusion, prime and excessive no delivery tests due to the motor error alarm. However, the device passed the self test, displacement and motor tests. No high pitch sound or unexpected audio/beep anomaly observed during testing. Cracks to the case, reservoir tube lip, reservoir and battery tube threads noted.

Event description:
The customer reported hearing a high pitched sound during basal. His blood glucose was 33mmol/l. Reviewed the alarm history and found a motor error alarm. The caller stated that the time four days ago and loosing confidence in the device. Then the customer called back to perform the displacement test and passed. Troubleshooting was performed, the drive support cap was protruded and it is on an angle. The caller mentioned that there was a crack in the side of the device near the top right corner of the screen. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.